Event description:
Consumer reported, the head of toothbrush came off while brushing; the head of brush stayed in his mouth, the bottom part came out, and he accidently stuck the bottom part into his cheek under his left eye. Consumer reported the skin was broken and he had some swelling. Consumer reported on (B)(6) 2011 that he saw a doctor who was concerned about infection; treated with cream and a bandage.

Manufacturer narrative:
The head was made at the following location. (B)(4). The body was made at the following location. (B)(4). Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.